Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a patient with a decentered ablation in the right eye following bilateral conventional myopia with astigmatism surgery. Patient records were provided and indicate at 4.5 months post-op, the left eye exhibited a 1 line decrease in bcva. Ucva improved from 20/600 to 20/30. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2007-00442.